Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up. At this time, the suspect device is currently being evaluated by vyaire. When the results of investigation are available, a follow up report will be submitted.

Event description:
It was reported to vyaire that the model lap top ventilator 1200 was delivering lower tidal volumes than what was set during patient set up. When the ventilator was set to deliver 500mls, the unit would deliver 300mls. The customer confirmed that there was no patient involvement associate with the reported issue.

Manufacturer narrative:
Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 190 hour extended tests at the customer's settings. The device passed tidal volume portion of test. The device passed all testing and met all vyaire manufacturer specifications.